Event description:
It was reported that the bed had no power. No adverse consequences alleged.

Manufacturer narrative:
Manufacturers investigation determined that the broken prong is consistent with customer misuse as the bed is being moved prior to the bed being unplugged from the wall.